Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead exhibited high thresholds. The lead was replaced.